Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.25 x 32mm stent delivery system (sds) was not returned for examination and thus a review of the batch manufacturing crimping data was carried out as the unique manifold number was not returned or available. The stent detached and separated from the sds. The stent was damaged almost across its entire length with struts distorted and stretched. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, it was noted that the stent moved on the balloon when the stent protector was being removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, it was noted that the stent moved on the balloon when the stent protector was being removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.